Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation:"there is a gap in adhesive area between z-block and distal end." A root cause could not be identified. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction is gap in adhesive area between z-block and distal end." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had broken hook tip scope. The event had occurred during reprocessing. There were no reports of patient involvement.